Event description:
A malfunction alarm occurred, identified by a malfunction code malf 12. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the customer in resetting the pump, and the malfunction did not recur after the reset. The customer was instructed to continue using the pump and to call back if any malfunction code recurs, which was acknowledged and understood by the caller.